Event description:
On 11-19-97 blood leaked from a stopcock resulting in approx 3cc blood loss. The cause was identified to be a cracked stopcock. On 11-20-97 blood leaked from another stopcock which was also noted to be cracked. This time there was an approximate 3-6 cc blood loss. Both of these stopcocks were from the same lot number.